Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the wires were sticking in the device during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.